Event description:
It was reported by the vns trd pt that she has an issue with the implanted lead. The pt reported that her surgeon informed her that the "lead wire is frayed". In addition, the pt reported that she is experiencing headaches with stimulation of the device which began approximately 9 months ago. The physician has decreased the device settings following the onset of the headaches, which improved the symptoms, but the headaches were not completely alleviated. The device was programmed off in june, and the headaches have resolved. The pt did not recall any causal or contributory trauma to the device site. Good faith attempts to obtain additional info from the surgeon have been made, but no additional info has been received to date. The pt indicated that x-rays were taken, and that they are interested in replacing the device, however, a surgery date has not been scheduled at this time.